Manufacturer narrative:
*Investigation . X-inspect returned samples . *analysis and findings . Distribution history the complaint unit was purchased from reda instrumente on (B)(6) 2019 and was sold to customer on (B)(6) 2020. Manufacturing record review. Manufacturing record review not applicable to this complaint. Incoming inspection review. Iqc record for lot # 635811 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record . No previous service history record found for the products. Historical complaint review. A review of the 2-year complaint history did not show similar complaint condition of grasper not holding. This is an isolated issue. Product receipt. The complaint product was returned to coopersurgical. Visual evaluation. Visual examination of the complaint product revealed a broken instrument. Functional evaluation complaint product was not functioning due to the damage. Root cause . While no definitive root cause could be reliably determined, the potential cause may be improper handling by the user. *was the complaint confirmed? Yes. *correction and/or corrective action . None . Reason: no further training required at this time. *preventative action activity . Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Rep saw grasper break apart when physician was using for iud removal ref(B)(4). 1216677-2020-00157 spoon forceps long serrat es-lngr (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Rep saw grasper break apart when physician was using for iud removal. Ref e-complaint-(B)(4). Spoon forceps long serrat es-lngr e-complaint-(B)(4).